Event description:
1/2 reference (B)(4) for all attachments and related complaints) documenting 1st cassette per complaint form: inbound. Pt is having red bumps and yellow crusting under central line dressing. Pt currently using tegaderm. Has used IV 3000 dressing in the past and has had a skin reaction to it. She continue having no disposable clamp tubing issues with some cassettes. No further details provided.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.